Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: other damages caused by customer outer tube damaged, distal tip distal tip damaged scratches and knicks illumination distal tip fiber damaged optical system, optical components broken lenses in optical system distal cover glass/negative damaged cracked/broken negative cosmetic issue scratches/dents rust/discoloration engraving/identification datamatrix code level a. Visual: scratched/nicked, broken (2+ pieces): chipped/shaved/delaminated, visual: deformed/bent, usage: use error/misuse and labeling: illegible etch. Per service reports, this complaint was confirmed. The defective parts need to be replaced to resolve the issues. Based on the investigation findings, the potential root cause is traced to user error. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during incoming inspection it was observed that the 4k epscp scp, 4.0, 0, 167, mitek scope device had physical damage. It was reported that there was a large bend in scope piece. During in-house engineering evaluation it was determined that the device was broken (2+ pieces): chipped/shaved/delaminated. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: during complaint investigation it was determined that the device evaluation required an update. Investigation summary the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: labeling : illegible etch usage : use error/misuse visual : deformed/bent broken (2+ pieces) : chipped/shaved/delaminated visual : scratched/nicked. Other damages caused by customer outer tube damaged, distal tip distal tip damaged scratches and knicks illumination. Distal tip fiber damaged optical system, optical components broken lenses in optical system. Distal cover glass/negative damaged cracked cracked/broken negative cosmetic issue scratches/dents. Per service report, this complaint was confirmed. The label,tube,optical,housing were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Based on the investigation findings, the potential root cause is traced to user error . It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.